Manufacturer narrative:
H.6. Investigation: one unused primary set, model 2426-0500 lot 20053383, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's male luer end was disconnected from the tubing. No other defects were observed. A device history record review for model 2426-0500 lot number 20053383 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer's report that the tubing came apart was confirmed based on visual inspection under microscope of the as-received set sample. The separation was at the engagement of the male luer lock and tubing components. Further inspection of the separated tubing end identified the issue to be due to insufficient solvent being applied at the tubing engagement. See h.10.

Event description:
It was reported that as lvp 20d dehp 3ss cv separated on 2 occasions. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20053383 it was reported the tubing separated at the distal end before the drug infused.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv separated on 2 occasions. The following information was provided by the initial reporter: material no.: 2426-0500, batch no.: 20053383. It was reported the tubing separated at the distal end before the drug infused.